Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenosed, de novo lesion was located in a mildly calcified and moderately tortuous brachial vein. The physician advanced the 5.0mm x 100mm sterling balloon catheter and successfully inflated the balloon to 8atms. Upon the second inflation to 8atms the balloon ruptured. The device was removed from the patient intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.